Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a device manufacturing (mre) reviews will not be performed even when product/lot information is known. Per wi-3430 it has been determined that should related reports be identified an mre is not required.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent partial, right side hip revision to replace pinnacle acetabular 40mm metal liner and femoral head components due to elevated metal ions. Surgeon noted a small amount of discoloration, black in color, on the summit femoral trunion after the femoral head component was removed during surgery. No other areas of metallosis/discoloration noted. Patient was revised to a 40x60 neutral poly liner and 40mm +5 ts femoral head. Explants retained by patient¿s attorney. Doi: (B)(6) 2009; dor: (B)(6) 2021; affected side: right hip.